Manufacturer narrative:
Update section a1 - patient identifier to include additional patients (B)(6). Update section b5 - describe event or problem to include additional patients. An evaluation is still in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I free t4 for one patient. The following results were provided (0.70 to 1.48 ng/dl): sid (B)(6), (B)(6) 2024, initial result >5 ng/dl; (B)(6) 2024, repeat result= 1.16 ng/dl. There was no impact to patient management reported. Update: the following additional patient results were provided on (B)(6) 2024: (B)(6) 2024, sid (B)(6), initial result > 5 ng/dl; repeat result= 0.96 ng/dl the following additional patient results were provided on (B)(6) 2024: (B)(6) 2024, sid (B)(6), initial result > 5 ng/dl; repeat results (serum) = 1.26 ng/dl; repeat result (plasma)= 1.10 ng/dl.

Manufacturer narrative:
Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. An increase in complaints has been observed for lot 57607ud00, however, in-house performance testing was completed which indicates the product is performing as expected. Device history record review did not identify any non-conformances, potential non-conformances, or deviations associated with lot 57607ud00 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on our investigation, no systemic issue or deficiency with the alinity I free t4 for reagent for lot 57607ud00 was identified.

Event description:
The customer observed falsely elevated alinity I free t4 for three patients. The following results were provided (0.70 to 1.48 ng/dl): sid (B)(6), (B)(6) 2024, initial result >5 ng/dl; (B)(6) 2024, repeat result= 1.16 ng/dl. There was no impact to patient management reported. Update: the following additional patient results were provided on (B)(6) 2024: (B)(6) 2024, sid (B)(6), initial result > 5 ng/dl; repeat result= 0.96 ng/dl. The following additional patient results were provided on (B)(6) 2024: (B)(6) 2024, sid (B)(6), initial result > 5 ng/dl; repeat results (serum) = 1.26 ng/dl; repeat result (plasma)= 1.10 ng/dl

Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I free t4 for one patient. The following results were provided (0.70 to 1.48 ng/dl): sid (B)(6) , on (B)(6) 2024, initial result >5 ng/dl; on (B)(6) 2024, repeat result= 1.16 ng/dl . There was no impact to patient management reported.